Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and there was charring on the tip of the catheter, specifically on the second electrode. When the issue was identified, no errors were presented. The physician saw no other problems on the product. There were no temperature or flow related issues and the cutoff was set to 55 celsius with qmode+ activated. The patient was anticoagulated and the act (activated clotting time) was over 300. The power and flow rates were 90 w and 8ml/min. The duration of the ablation was 90 w and 4 seconds. The physician considered the amount of char to present a patient risk. No further details were provided regarding a resolution to the issue or the procedure. No patient consequences were reported.

Manufacturer narrative:
D4: UDI: the expiration and manufacture dates are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-dec-2024, the product investigation was completed. D4 primary UDI number has been updated to (B)(4). It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and there was charring on the tip of the catheter, specifically on the second electrode. When the issue was identified, no errors were presented. The physician saw no other problems on the product. There were no temperature or flow related issues and the cutoff was set to 55 celsius with qmode+ activated. The patient was anticoagulated and the act (activated clotting time) was over 300. The power and flow rates were 90 w and 8ml/min. The duration of the ablation was 90 w and 4 seconds. The physician considered the amount of char to present a patient risk. No further details were provided regarding a resolution to the issue or the procedure. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, fourier transformed infrared spectroscopy (ft-ir), irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed char, thrombus or clot residues was observed located at the bottom of the dome in the transition between the dome and the first ring. A temperature and impedance test was performed, and no issues were observed. Then, an irrigation test was performed, and the device was found partially occluded as the flow was observed irregular through the irrigation holes. Afterwards, a microscopic inspection to the dome was performed and some irrigation holes were observed occluded with a dry reddish material. Due to the occlusion in the irrigation holes, excess of heat could be generated at the dome surface; which could cause an increase of the temperature and the presence of char, thrombus or clot residues in this area. An ft-ir test was performed and results showed mainly pu adhesive vibrations, which indicate that the fiber is mixed with dry polyurethane (pu) adhesive material, organic material presumably blood and inorganic material. Due to this condition further investigation was conducted to review this failure mode. The investigation concluded that the presence of the inorganic material inside the irrigation hole is confirmed to be manufacturing attributable. A manufacturing record evaluation was performed for the finished device number lot 31313608l and no internal action related to the complaint was found during the review. The char / thrombus issue reported by the customer was confirmed. The potential cause of the occlusion is traced to the manufacturing process. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf (radiofrequency) application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. An escalation investigation was addressed to investigate the event reported by the customer. An internal action is being followed to reduce this failure mode. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-aug-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).